Event description:
According to the reporter: occurred during a laparoscopic gastroplasty procedure. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. In order to resolve the issue and complete the case, changed the stapler. There was no patient harm. The patient outcome is alive, no injury.